Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: the pump lost power at night on (B)(6) 2013 and did not give any low battery warnings: patient blood glucose (bg) went to over 500 mg/dl with nausea and vomiting states she changed battery/site/set/cartridge at that time and bgs did come back down, to a low of 42 mg/dl which she treated carbohydrate. Patient bgs elevated again on (B)(6) 2013 and she changed site/set/cartridge again as well as changed vials of insulin in case that was the issue and bgs came back down to 150¿s mg/dl. On (B)(4) 2013, bg went to 473 mg/dl w/ large ketones and went to 404 mg/dl yesterday with large ketones. She has changed site/set/cartridge each day and bgs will stabilize for a while and then go back up again. Mom supplementing by injection at this time and bgs are stabilizing. She has spoken with health care provider (hcp) about this as well and has confirmed that all pump settings are correctly programmed. States she has lost faith in the pump her child is currently using and wants it replaced. Mom has taken child off pump and has been provided with an alternate insulin delivery plan at this time by hcp. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last bolus was recorded on (B)(6) 2013; the last basal delivery was on (B)(6) 2013. No alarms outside the range of normal patient use were observed in alarm history. The alarm history showed a low battery warning on (B)(6) 2013 followed by a replace battery alarm. The pump was primed on (B)(6) 2013. During testing, the pump passed a delivery accuracy test. The pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. A low battery warning and a replace battery alarm were reproduced for the investigation. Both alarms occurred at the correct voltage thresholds and both recorded at the correct time and in order. The issue of inaccurate delivery was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.